Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/13/2015 and discussed concerns with the customer regarding the wbc voteouts and found that the wbc apertures, aperture housings, and the associated tubing had a buildup in them. He replaced the wbc aperture housings and cleaned out the tubing to address the wbc voteouts. After replacing the wbc apertures and performing calibration, the fse observed an issue with the hemoglobin (hgb) calibration factor (cv); additionally, he also observed the red blood cells (rbc) and wbc did not match the control recovery in either the automatic or manual mode. On 05/20/2015, the fse replaced the blood sampling valve (bsv), but the high hgb cvs persisted. He performed troubleshooting by replacing solenoid 8, removing and adjusting the bsv, but there was no resolution to the high cvs for hgb. Finally, the fse returned (05/28/2015) to replace the hgb cuvette and aspiration needle. Additionally, he found a vent line going to the hgb cuvette that was restricted due to routing of the tubing. He re-routed the tubing to correct the problem. He performed calibration, adjusted the calibration factor and ran controls with no further issues. The fse stated that the wbc and hgb cuvette showed signs of buildup and cloudiness. The bsv, solenoid 8, and aspiration needle were changed as part of the troubleshooting effort to resolve the hgb issue; however, a specific part could not be identified as the assignable cause of failure. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported white blood cell (wbc) vote outs (non-numeric results) on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.